Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with two polyflux 17l dialyzers, foreign matter consisting of a hair and a yellow unidentified solid was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the actual device and photo was received for evaluation. The visual inspection of photo two and four showed the product unpacked and with several brownish particulate matter in the header cap. Photo three showed the product also unpacked and with a hair inside the blood protection cap. The visual inspection by naked eye of the product showed several yellow brown particulate matter inside the header cap. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.